Manufacturer narrative:
The approximate age of the device was 79 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a heartmate 3 left ventricular assist device on (B)(6) 2019. It was reported that the patient expired. The cause of death was not provided. No additional information was provided.

Manufacturer narrative:
A specific cause for the reported patient outcome could not be conclusively determined through this evaluation. In addition, a direct correlation with (B)(4) could not be conclusively established. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019 via customer order (B)(4). No further information was provided and there is no product available for investigation. The manufacturer is closing the file on this event.